Event description:
Reportedly, part of radially expandable sleeve material tore off the sleeve and fell into patient cavity. The surgeon tried to pick up the pieces, however, it fell apart and could not completely be retrieved. There was no patient injury reported.